Event description:
Customer reported receiving imprecise readings on his freestyle flash meter. He reported receiving readings of 154mg/dl, 155mg/dl, 192mg/dl, 150mg/dl, 276mg/dl, 109mg/dl, 85mg/dl, 161mg/dl, "hi" (greater than 500mg/dl), and "hi" (greater than 500mg/dl). All results were obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values are considered clinically significant. In addition, he reported self-administering more than his usual dosage of insulin in response to the "hi" readings and as seen at a local hospital and treated with juice and sugar. He denied symptoms and no diagnosis or treatment outside of the normal diabetic regimen was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation, and a follow-up report will be submitted once results are available.